Manufacturer narrative:
Other applicable components are: product ID 3487a-45 lot# v043081 product type lead product ID 3487a-45 lot# v043081 product type lead product ID 377645 lot# v002451 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that the patient¿s ins was removed in (B)(6) due to an ins pocket issue but the leads were still implanted. It was unknown if the root cause of the removal was due to a problem with the device or therapy. The hcp had no further information regarding the event and tried reaching out to the patient¿s listed managing hcp but they have not seen the patient at that office. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.